Event description:
Customer states their cmciii unit is displaying one thing but doing something different. The unit is no longer supported through the repair department. (B)(6) 2015 in a phone conversation with biomed he explained that the unit display indicates 20 malis when voice recorded said 30 malis. Repair tech did some trouble shooting, which resulted in a functional unit. Not involved in a surgery.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.